Event description:
There is no allegation from a health professional that the death was related to the device. Device malfunction is suspected. No further information is available at this time.

Event description:
New information received alleges after implant, the same day, pt received several shocks. Two days post implant, surgery was performed to reposition the lead. Patient continued to experience shocks.

Event description:
Received maude report noting that the device continued to shock the patient even after the physician reprogrammed the device. The patient went into cardiac arrest. He was revived and stabilized and taken to hospice care as his organs were shutting down. The device therapies were programmed off and the patient expired three days later.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).